Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the forceps elevator had foreign material. In addition, inside of the light guide lens was dirty and scratches, dents, water tightness, and wear were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the duodenovideoscope has low angulation and leakage from the instrument channel. During a standard service inspection of the customer returned device, the forceps elevator had foreign material and the inside of the light guide lens were dirty. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material at the forceps elevator" was presumed to have been caused by the following: reprocessing method conducted by the user was different from method recommended in the instructions for use (IFU). Staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. The suggested phenomenon of "inside of lg [light guide] lens was dirty" was presumed to have been caused by physical stress/ chemical stress/ storage environment, causing the inside of the lens to become dirty. The user can detect the suggested event properly by handling the device in accordance with the following IFU. Inspection of the endoscope. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "brushing around the forceps elevator and instrument channel outlet. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. This instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. The storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk." Olympus will continue to monitor field performance for this device.